Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A sample was not available for evaluation, so the exact root cause of the reported non-conformance could not be established and the reported problem could not be confirmed. Batch file review was performed on the reported lot and no deviations were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) regarding the vialmate reconstitution device that was leaking. This was observed before patient use. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.